Event description:
A malfunction was reported with the pump, identified by the malfunction code malf 24. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by arranging for a replacement pump to be sent to the customer, who would use multiple daily injections (mdi) as a backup therapy. Technical support also provided instructions on how to put the pump into storage mode, how to return the malfunctioning pump to tandem, and informed the customer about programming their pump settings and connecting their continuous glucose monitor (cgm) to the replacement pump.